Manufacturer narrative:
The customer reported a scan error message using freestyle librelink application. Attempted to replicate the customer complaint using a similar configuration. The application was downloaded. The sensor successfully scanned to application and glucose results were observed. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an iphone se with ios 17 operating system version 2.11.2.8275 . The customer received a scan error message and was unable to obtain glucose readings. As a result, the customer experienced "feeling very sleepy" and was unable to self-treat, requiring third-party administration of "jelly babies" for treatment. There was no report of death or permanent impairment associated with this event.